Manufacturer narrative:
The event was reported in user facility report# (B)(4). The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that "the pt had an ascending aortic aneurysm and received an aortic valve and graft in a bentall procedure. Three months later, he required a redo of the graft and valve because of endocarditis with perivalvular abscess and associated stigmata, according to the surgical report. The explanted items tested (B)(6) for (B)(6). Pt later succumbed to sepsis and organ failure after a difficult course." No add'l info is available at this time.